Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens. Surgery is pending to explant the lens. Cause is unk. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.

Manufacturer narrative:
(B) (4).